Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2024 15:37:00.000 and (twice) on (B)(6) 2024 15:37:11.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 12:45:00.000 sgcalibrationerror (776) was found on: (B)(6) 2024 03:02:44.000 unable to test for lost sensor alert and sg calibration error due to critical pump error (open book image) alarm. Lost sensor alert and sg calibration error were unknown. Insert battery alarm was found on: (B)(6) 2024 07:06:42.000 low battery alert was found on: (B)(6) 2024 06:53:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. Unable to verify customer alleged for low bgs. Blank display was not confirmed. However, unable to verify keypad anomaly and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump stopped working after exposing to moisture, the keypad was unresponsive, also the customer experienced a blank display. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-396a, mmt-332a. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer has been using the auto mode feature at the time of the event. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.